Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 84-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient experienced a cardiac arrest in the emergency department prior to device implantation and continued to code following impella cp placement. Despite advanced resuscitative efforts, the patient expired in the procedure area. The reported events involve cardiac arrest and death in the setting of profound cardiogenic shock and ongoing hemodynamic collapse. These events are most plausibly related to the patient¿s underlying critical clinical condition, including ami/cgs and refractory cardiac arrest, rather than any device-related issue. The death is being reported on the impella cp because the device was in use at the time of the outcome; however, the device is unlikely to have contributed to the patient¿s death, which is most likely attributable to the patient¿s severe underlying cardiac condition and continued cardiac arrest despite intervention.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary. Cardiac arrest/ppae: the cause of the injury was not determined due to insufficient clinical details.